Event description:
It was reported that during a non-tortuous, left main artery stenting procedure, after pre-dilatation, a xience prime 3.5 x 18 mm stent was implanted with the second inflation at 18 atmospheres. The xience prime stent delivery system (sds) was moved proximally about one-third of the length of the stent and the balloon was inflated to 20 atmospheres and then fully deflated. Reportedly, there was difficulty with the removal of the xience prime sds. The xience prime sds was pushed distally and pulled proximally with force. The xience prime sds was removed from the patients anatomy, but the implanted xience prime stent was stretched a little. The kissing balloon technique was done to the circumflex and left anterior descending arteries with two non-abbott balloons and the xience prime stent was fully apposed to the vessel wall. The procedure was complete. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, guide cath: launcher. Device (B)(4) - inflated above rupture balloon pressure rate and force used it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: balloon pressures should be monitored during inflation. Do not exceed rated burst pressure (rbp) as indicated on the product label. [Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection.] Additionally, the IFU states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.